Event description:
At implant, it was reported that a lead perforation had occurred during placement and the patient developed pericardial effusion. The patient was hypotensive and required an increase in blood volume and vasoconstrictive medications for stabilization. The lead remains active.

Manufacturer narrative:
No medwatch form was received.